Event description:
A user facility returned the olympus asset, bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the plastic distal end cover had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the forceps channel port had a dent. Grip had a scratch. Angulation lever had a scratch. Up/down angulation lever plate has a scratch. The control unit was sticky. The plug unit had a scratch. The scope connector cover unit had a scratch. The insertion tube rotation ting had a scratch. The connecting tube had coating peeling of less than 1mm2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogging the c cover, but it was not possible to identify the foreign object. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual bf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.